Manufacturer narrative:
The returned speedlock device was received undeployed; however, the implant broke off prematurely and was not returned. The snare and spring were found reeled thru the shaft intact and without clinical suture. The returned device is a single use device therefore a functional test cannot be performed. Per information provided, the tip was broken suddenly. Based on our visual inspection, the implant broke off prematurely. Root cause based on our visual evaluation is due to incorrect alignment between the device and bone hole. Factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: incorrect alignment of implant and inserter handle with the bone hole during insertion. Or bending/ twisting the device while inserting. Misaligning and twisting/ bending the device during insertion can result in damage to the implant or incomplete insertion. The instruction for use (IFU) outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the tip of the speedlock broke while being implanted during a hip arthroscopy. The tip was removed from the surgical site using graspers. The procedure was successfully completed using a competitive device. No patient injury or other complications were reported.